Event description:
It was reported that the ring of three (3) 1.5mm gem couplers did not fit. This occurred during use in the operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.